Event description:
It was reported that this patient reported hearing beeping tones emitted from the cardiac resynchronization therapy defibrillator (crt-d) system. A request was made to have data from the crt-d analyzed. Data analysis revealed this right atrial (ra) lead showed a gradual increase in impedance since implant, reaching out of range (oor) values. Boston scientific technical services (ts) noted a sudden decrease in amplitude and great variability in p wave measurements. Ts confirmed the ra oor measurement triggered the beeping alert and recommended performing diagnostics and isometrics testing to evaluate the condition of the ra lead. Additional programming optimization was suggested to address the ongoing atrial tachyarrhythmia of the patient. At this time, the lead remains in service and no adverse patient effects were reported.